Manufacturer narrative:
(B)(4). Device was not returned for evaluation. As ees became made aware of the complaint through litigation, no further information is available at this time. If further details are received at a later date a supplemental medwatch will be sent. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.

Event description:
It was reported that during a lap cholecystectomy procedure, upon attempting to remove the pouch, multiple gallstones fell into the abdominal cavity. The gallbladder stones were disbursed into the abdominal cavity thereafter causing the patient to undergo multiple surgical procedures. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4).